Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq2003v into patient's eye with no problems however, he realized the patient's capsule was torn. The surgeon enlarged the incision and removed the lens in one piece and put another model lens in the sulcus and used a suture to close the wound. No vitrectomy was performed. The reporter stated that the surgeon did not know what caused the patient's capsule to tear.

Manufacturer narrative:
Evalaution: a visual inspection of the returned product shows the lens has no visible damage. Both sides of the optic and haptics were checked for rough/sharp edges and the edges were found acceptable. There is clear surgical residue on the lens. A lens work order search was performed for similar complaints within the work order search and no similar complaints were found within the work order search. Conclusions: - no conclusion can be drawn. Based on the complaint history, work order seach and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.